Event description:
Physician alleges pt was recently seen with a seroma around one of the implants. He also states in exploration the implant had a pinhole leak and still contains most of the gel, but was covered with gel outside the envelope. The devices were removed and replaced with saline.